Manufacturer narrative:
Please note that the event date reported was sometime in (B)(6) 2016 and is being reported as (B)(6) 2016. It was reported that a patient underwent placement of an optease vena cava filter. Approximately four years after placement, the patient was informed that his filter has subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was embedded in the wall of his ivc and could not be removed. The information indicated that as a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment and as a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffered, and other damages. The is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural notes or imaging available and the limited information available it is not possible to determine what factors may have contributed to the filter being embedded. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter implanted. Approximately four (4) years after placement, the patient was informed that his filter has subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was embedded in the wall of his ivc and could not be removed. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
The exact catalog and lot number are unknown. The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due contraindication for anticoagulation. The patient¿s past medical history includes diabetes and peripheral vascular disease. A week before filter implantation the patient had a fall from a ladder with laceration of the head, thoracic vertebrae fractures, and an intracranial bleed. The patient was also previously admitted for peroneal and popliteal deep vein thrombosis (dvt). Approximately twenty days post implantation the patient was admitted for chest pain and shortness of breath with loss of balance when standing. There was no evidence of pulmonary embolism. A stress test was performed and there was no evidence of an acute cardiac event. Approximately four months and twenty days post implantation, an attempted but unsuccessful ivc filter removal procedure was performed. A snare was used but the filter was not retrievable. During attempts to retrieve the filter, the patient experienced back pain when traction was applied to the filter. According to the information received in the patient profile form (ppf), approximately on or about four months and twenty days post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts into organs and that the device unable to be retrieved. An attempted but unsuccessful percutaneous removal procedure was performed. The patient reports feeling continuous pain and have a difficult time working and being involved in many social activities. The patient also has difficulty sleeping due to the ongoing pain. The patient states that they fear the filter will lead to further complications and injury that may lead to an early death. As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication for placement was a contraindication for anticoagulation. Medical history includes diabetes and peripheral vascular disease. A week before filter implantation the patient had a fall from a ladder with laceration of the head, thoracic vertebrae fractures, and an intracranial bleed. The patient was also previously admitted for peroneal and popliteal deep vein thrombosis (dvt). Approximately four (4) years after placement, the filter has subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was embedded in the wall of his ivc and could not be removed. Approximately twenty days post implantation the patient was admitted for chest pain and shortness of breath with loss of balance when standing. There was no evidence of pulmonary embolism. A stress test was performed and there was no evidence of an acute cardiac event. Approximately four months and twenty days post implantation, an attempted but unsuccessful ivc filter removal procedure was performed. A snare was used but the filter was not retrievable. During attempts to retrieve the filter, the patient experienced back pain when traction was applied to the filter. Per the patient profile form (ppf), the patient reports perforation of filter struts into organs and the device unable to be retrieved. The patient reports feeling continuous pain and difficulty sleeping and fear. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Fear, pain, shortness of breath and balance impaired do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.